Event description:
It was reported that the patient developed a urinary tract infection (uti) and experienced a loss of bladder control. The patient stated that he was 'having difficulties emptying his bladder.' The patient further stated that he was given an IV and ciprofloxacin by his physician about a week ago. It was noted that the patient's uti began about 2 weeks ago, but he has had difficulties in emptying his bladder for longer than 2 weeks. The patient stated that he did not have bladder control when he went to sleep. It was noted that the patient's symptoms occurred in the perineum area of the body and that his internal neurostimulator (ins) was implanted due to issues with emptying the bladder. The patient indicated that he had a scheduled appointment with his physician on (B)(6) 2012 for reprogramming. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v138159, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer. (B)(4).